Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.9, 4.8, 1.7, lab: 2.7. Pt's doctor changed her dosage after she received the inratio result of 4.8. Date: (B) (4) 2010, inratio: 3.1, lab: 2.7. Date: (B) (4). 2010, inratio: 4.4, lab: 3.5. Customer stated that the lab was using a finger stick type device and not a venous draw. Customer also noted that she was wiping the first drop of blood and possibly sticking finger during warm up.

Manufacturer narrative:
Investigation pending.